Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was 230 mg/dl. The customer did not report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer stated that the insulin pump was not dropped or bumped. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.